Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. The device powered on and operated, as it should however, during the evaluation of the device at the manufacturer's service center a critical error code was observed. The device's capacitor should be replaced to address the issue. No repair was performed. Additionally, the device's d/c cable is pushed in and the d/c cable and connector needs replaced. The device's rear case enclosure is cracked and chipped and needs replaced. The unit is not needed for inventory, and it will be scrapped.